Event description:
It was reported through the filing of a lawsuit, that allegedly after implantation of the device, the patient began experiencing significant pain, discomfort and difficult walking. It is further alleged that the patient continued to suffer from pain and swelling until the hip was revised, and it was found that she had a large amount of fluid buildup and necrotic tissue surrounding the hip joint.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident ceramic acetabular system. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.